Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Blood glucose level at the time of the incident was 529 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. No blank display or display anomaly noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no up and down button response. The insulin pump received with minor scratched display window, cracked reservoir tube lip, broken battery tube threads, broken pump belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.